Manufacturer narrative:
The reported missed air-in-line was not confirmed. The air-in-line sensor was found to function as intended. The device was tested and performed within all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00314).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported an air-in-line missed alarm issue with the device on (B)(6) 2017. "I have another pump that almost infused air into the patient. This occurred on saturday the (B)(6) and the medication was radicava and the patient had a port. Fortunately, it was caught before it infused into the patient, but the alarm did not go off. The patient was not injured. Again, the nurses were astute and caught it before the air was infused. " no patient injury or harm occured for this case.